Event description:
There were 3 different events related to this tubing on the same patient. Each event was different tubing; a-line wave form was dampened, found bag deflated, line was checked by nurse drew fine and flushed with saline. Unable to flush from transducer, a-line tubing was changed, wave form better and flush/drew fine. A-line tubing back-flowed with blood, despite pressure bag completely full and all tubing connections secure. When I went to flush the system, nothing would flow. In order to save arterial line sterile flush applied to port just under transducer which would allow me to flush through and clear the blood. Leading me to believe the issue was at or above the level of the transducer. Tubing disconnected spontaneously at point prior to three-way stopcock.